Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6) hospital the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 continuously burning. They were vein harvesting in the thigh and when they unclamped the jaws of the hemopro tool they noticed that it was continuously burning without their thumb on the trigger of the handle. They quickly removed the device out of the leg and out of the harvesting cannula. They toggled the thumb switch to see if it was jammed but it was not and the jaws continued to burn. They disconnected the black cord and placed the jaws in a small bowl of saline. Procedure completed with a new hemopro 2. There was no procedural delay. No patient injury.